Manufacturer narrative:
The device was returned to the manufacturer for an investigation. Corrosion build up was found on the internal components. The investigation for this device is in process. A follow up will be made if the investigation results require it.

Event description:
It was reported that metal shavings were found coming out of the device during decontamination. There was no pt involvement or adverse consequences.